Manufacturer narrative:
The prod was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. There are no other complaints reported in this lot. Add'l info was requested on 03/12/2008 by fax and by mail and on 03/17/2008 by phone.

Event description:
A consumer reported his intraocular lens (iol) rotated 20 degrees following implant surgery. He reported the surgeon tried to rotate the iol during an add'l surgical procedure. The rotation was not successful due to the fact that the initial surgery had healed quicker than expected. Add'l info has been requested.